Event description:
It was reported that during a da vinci-assisted right pulmonary lobectomy procedure, a sureform 45 stapler issue occurred that caused the following message to display: ¿tissue too thick to continue¿. The error occurred while stapling across the middle of a pulmonary vein. When the error message was activated, the sureform stopped stapling. The surgeon attempted to apply an arthroscopic clip to the center of the blood vessel for the patient¿s safety. The clip could not be applied as the surgeon could not move the sureform. Since the sureform stapler was not working properly, the surgeon made the clinical decision to convert to open to ligate the pulmonary vein. The sureform was removed by using the manual release knob. The other universal surgical manipulator was undocked to switch the camera to a handheld. There was no bleeding when the stapler was removed. Following the conversion, the operation was completed successfully. The surgeon¿s view on this matter is that the tissue was too thick due to the ¿biting of the pericardium¿, and it was not due to the sureform.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clip for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: since the sureform 45 stapler was not working properly, the surgeon made the clinical decision to convert to open to ligate the pulmonary vein. Although the estimated blood loss is unknown, the surgeon made the clinical decision to convert to open to control the bleed. Therefore, this indicates the potential of a significant bleed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information about the reported event: upon inspection, there was one malformed staple at the distal part of the sureform 45 stapler. The surgeon stated that he will use white reloads to staple the pulmonary vein in future surgeries as a precaution. The patient is reported to have been admitted into the intensive case unit, but this admission was planned; however, the hospitalization period was prolonged by one week. The patient did not develop postoperative complications and has been discharged. The sureform 45 stapler and grey reload were discarded after the procedure and are not available for failure analysis.